Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient¿is needing MRI, caller is inquiring if pt is eligible. Caller mentioned that the MRI order indicates that the interstim has "not been working since 2005 or 2006 ". Caller unable to clarify further. No symptoms were reported. Additional information was received from the patient. They reported that it stopped working, a new battery was put it and it still did not because that they could not control the setting of it. They said this was not caused by normal battery depletion, they had a new battery. When asked what steps were taken to resolve this issue they stated that depends at the point of report the device was causing other problems because they could not get the tests they needed.